Manufacturer narrative:
MFR report date: 01/15/2014. Internal file no: (B)(4). Neither the event logs nor the devices have been returned. A follow up report will be submitted with evaluation results should the device be found and the logs be received for evaluation.

Event description:
The customer reported a morphine over infusion. The infusion was started at 0800 on (B)(6)2013 per doctors orders, morphine 30ml with 5mg/1ml concentration, basal rate 4mg/hr, the demand dose 2mg with 15 minute lockout. The nurse found the morphine syringe empty at 1350 and felt the syringe should not have been emptied that fast. The customer felt that there may have been a programming error. The pcu and pca were not sequestered, but the customer is searching for the devices and requests an event log review if they are found. There was no pt harm or medical intervention. No further pt/event info was provided.